Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: no lock due to failure of the video connector receiving lock, and the battery was depleted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the main power button on the visera elite video system center did not work. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that no digital visual interface (dvi) images were generated due to a failed circuit board. This report is to capture the reportable malfunction of the missing images noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was 'no image' due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.